Manufacturer narrative:
Product implicated is a 5 french dual lumen catheter. Returned for evaluation is the catheter only. The catheter is in two pieces. The proximal section, which includes the hub, measures 6.7cm and the distal section, which is the catheter tubing, measures 59cm. Lot history review was not possible since no lot number was indicated. The catheter separated at the hub-tubing joint. Under 50x magnification, the texture at the break point appears granular and dull. Through tactile inspection, the tubing is severely elongated and appears to be necked down length wise distal to the break site. The ends appear to mate together. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The first precaution in the instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured it may migrate or inadvertently be broken."

Event description:
Catheter being used for blood draws. During weekly dressing change, te rn took off the dressing and the proximal portion of the catheter fell to the bed. It had broken below the bifurcation. The distal portion of the catheter was removed without incident.